Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the customer passed out prior to the hospitalization, and her daughter took her to the hospital.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of unknown and current blood glucose value was 461 mg/dl and insulin pump was not working. Customer report they did not allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as nausea and abdominal pain. The customer was treated with insulin drip and manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.